Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving fentanyl and morphine at unknown con centrations and dosages via an implantable pump for non-malignant pain. It was reported that the patient stated he had not gotten relief from the pump since implant. The hcp had just started seeing the patient in (B)(6) 2016. There had not been volume discrepancies. The previous managing hcp may have done a dye study already, but it was unclear on what the results were. The hcp called back in and stated that a dye study was attempted. They were not able to aspirate from the catheter access port (cap). They may have gotten back 0.25 ml of fluid, but that was it. The needle was in the correct place as it was performed under fluoroscopy. The hcp knew she was in the cap. The physician was notified and the likely next step may be to do imaging of the catheter to see if there were any clear issues with the connection, etc. The pump was showing no concerns or issues in the logs.